Manufacturer narrative:
H6: results: the customer has retained the sample involved, however, they will not release the sample for investigation. Conclusions: without a sample, a root cause for this incident could not be identified. (B)(4).

Event description:
The nurse realized that after inserting the catheter into the vein of the patient, the catheter didn't reflux as it should. The procedure was not performing normally. The nurse tried to remove the catheter with the needle but she detected the whole catheter wasn't withdrawn, and that part of the catheter remained in the patient. A vascular surgery specialist proceeded to operate and withdraw the portion of tubing left inside the patient.